Event description:
The recipient is reportedly experiencing meningitis. The recipient is reportedly recovering. The meningitis is reportedly not implant related.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is healing. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.